Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert, and was experiencing difficulty charging the pump with the usb cable and wall adapter. The customer used an alternate usb cable and wall adapter, which charged the pump successfully. The customer¿s blood glucose level was 164 mg/dl.